Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient with an implantable neuro stimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient fell on his ins and it is no longer active. MRI guidelines related to the device no longer active were reviewed. No patient symptoms or complications were reported in this event.